Manufacturer narrative:
Clinical investigation: there is no documentation to show a causal relationship between the patient¿s umbilical hernia and pd therapy on the liberty select cycler. However, there is a temporal relationship between pd therapy on the liberty select cycler and the patient development of an umbilical hernia resulting in hernia repair. Patients on pd therapy are at risk of developing hernia due to increased abdominal pressure and added stress on abdominal muscles. The additional patient complication of non-functioning pd catheter is not related to any fresenius product(s). Based on the available information the liberty select cycler can be excluded as the cause of the abdominal hernia, although the pd therapy itself with use of the cycler most likely contributed to the development of the umbilical hernia. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number and found one record with coded as "no allegation of product deficiency". An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported undergoing an umbilical hernia repair surgery on (B)(6) 2019. Per the pdrn, the hernia was not pre-existing prior to start of pd therapy on (B)(6) 2018. The hernia repair surgery was an outpatient procedure. The patient line is blocked message on (B)(6) 2019 resulted from a non-functioning pd catheter (not a fresenius product) and was not related to any issue with the liberty select cycler or due to any bowel issues. The patient had a central line placed for hemodialysis and was planned to have catheter replacement surgery on 06/14/2019. There were no documents available or details regarding the outpatient procedure available. The cycler is not available to be returned to the manufacturer for physical evaluation.